Event description:
It was reported to boston scientific corporation, that a trupath biopsy needle was opened for use in a prostate biopsy procedure. The outer packaging of the device was opened and the inner pouch was found to be not sealed. The device fell out when the outer package was opened. The procedure was completed with another trupath biopsy needle. There were no patient complications due to this event.

Manufacturer narrative:
The returned product was found to be opened and functional; however, no conclusion can be drawn from the analysis. The device history record review confirms that this device met all material, assembly, and performance specifications.